Manufacturer narrative:
Approximate age of device: 5 days. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2012. It was reported that the patient was readmitted for increased lactate dehydrogenase (ldh) with suspected hemolysis on (B)(6) 2018. The echocardiogram showed no obvious pump dysfunction. Additional information: patient underwent pump exchange (heartmate ll to heartmate lll) on (B)(6) 2018 for suspected pump thrombosis. Unfortunately, complications post-op presented and prognosis was very poor for survival and the family withdrew care (B)(6) 2018. No other information to be reported at this time.

Manufacturer narrative:
The patient's death was also reported under MFR # 2916596-2018-04183. (Approximate age of device) - corrected data - 3 years, 11 months. Device evaluation: the pump was returned with the driveline severed approximately 5 inches from the pump body and 28 inches of the severed portion was returned. The sealed inflow conduit and sealed outflow graft were not returned. The report of suspected hemolysis could not be conclusively determined through the evaluation of (B)(4); however, an observed deposition found in the pump could have contributed to the reported elevated ldh. Upon disassembly, a tissue-like deposition was found in the proximal side of the outlet stator. The formation was not denatured nor was it laminated, suggesting that it was not present in the device for a significant amount of time while it was in operation. Lack of contact marks further suggests that the deposition did not originate in the outlet stator. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Post pump exchange, the patient developed severe vasoplegia requiring ECMO and high dose vasopressors. Due to severe vasoplegia, patient developed multi system organ failure. Care was withdrawn on (B)(6) 2018 and the patient expired. It was reported that the cause of death was related to surgery for pump exchange due to hemolysis.